Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient had knee replacement surgery and reported patient was having to go to the bathroom a lot so they increased stimulation. Caller stated when patient went to patient's urologist last week their healthcare provider suggested bringing stimulation back down one level because they said the higher the level the more it drains the battery. Caller reported patient was not getting a 50% or greater reduction in symptoms at current level and reported this morning patient said they were having accidents just getting up from bed to go 10 steps to the restroom. Agent reviewed therapy overview/expectations, battery longevity, and general programming guidance. When asked for event date, caller stated this started from the time of patient's surgery and stated it could be related to all the medications patient is on post surgery for like a month and that could be irritating patient's bladder more. Caller also stated they are looking into an ibs diagnosis and they don't know if they are all related but stated they probably are somehow related. Caller inquired if they should just increase stimulation as caller stated patient's body is still recovering from surgery and stated it's only been 2 months. Caller confirmed they are comfortable with how to make therapy adjustments on their own. Agent reviewed role of patient services and redirected caller to patient's healthcare provider to discuss therapy adjustments.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.